Event description:
Customer reported a button error on his insulin pump. He stated the screen only shows the time and battery on the top. Customer tried changing the battery but received a weak battery alert. He cannot clear the alert. The backlight does not work and the buttons are unresponsive. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device has been dropped in the past. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.